Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in the logs that occurred at 07:15:40 during cycle 5 with drain volume of 3418ml. The largest prescribed fill volume was 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed homechoice return instrument test / evaluation (rite) electrical test, but failed rite functional test. The evaluation was completed and problem confirmed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Manufacturer narrative:
(B)(4). The iipv event was confirmed during event history log review. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be use error; the tidal total uf removal was set too low.